Manufacturer narrative:
A total of five images were provided and reviewed. The images show the stretched damaged fractured coil in distal supraclinoid ica and mca, pinned down with a solitaire stent. The images also show the coil mass in acom aneurysm came back to the parent vessel and occluded it; reopened with an atlas stent. The pusher was the only component received for physical evaluation. The pusher was severely stretched, tangled and the hypotube kinked. No burn marks were found on the pusher's heater coil indicating the device was not activated using a detachment controller. The pusher's monofilament profiles a stretched tail shape at the tip; this condition is consistent with the implant separating from the pusher due to tensile forces that exceeded the strength of the monofilament.

Manufacturer narrative:
The device was received for evaluation. Investigation of the returned device is currently underway. Additional medical imaging is also currently under review by a product safety physician. The results of those investigations will be communicated in a supplemental report.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is ongoing. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during treatment of a right a-com aneurysm, an embolization coil implant did not detach after placement in the aneurysm. The physician to manually detach the coil through a twisting motion on the delivery pusher. The pusher and implant began to stretch upon attempted removal and stretched from the aneurysm to the ica, detached, and then floated to the mca. The physician used a stent to affix the stretched segment to the vessel wall. They placed the stent from the mca to the distal segment of the ica. Angiography revealed that the aca was also blocked, so an additional stent was placed in the parent artery of the aneurysm. Angiography revealed that the blood vessels had restored flow and the case was completed. The was no reported patient injury.